Manufacturer narrative:
Reported event of tip detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on an unknown date. According to the complainant, the stent was placed to treat a fistula in the esophagus. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to the procedure. During the procedure, when the physician attempted to deploy the stent, it was unable to be deployed. The tip of the stent broke off from the catheter and fell inside the patient. The stent was removed from the patient. Reportedly, the patient was sent for surgery to repair the fistula but no attempt was made to retrieve the tip and it remains inside the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tip had detached from the inner and was not returned. The stent was fully mounted on to the device. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. A kink was noted in the proximal end of the clear outer sheath. No other issues were noted with the device. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on an unknown date. According to the complainant, the stent was placed to treat a fistula in the esophagus. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the procedure. During the procedure, when the physician attempted to deploy the stent, it was unable to be deployed. The tip of the stent broke off from the catheter and fell inside the patient. The stent was removed from the patient. Reportedly, the patient was sent for surgery to repair the fistula but no attempt was made to retrieve the tip and it remains inside the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tip had detached from the inner and was not returned. The stent was fully mounted on to the device. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. A kink was noted in the proximal end of the clear outer sheath. No other issues were noted with the device. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation is assigned the most probable root cause classification of manufacturing. This is defined as a complaint in which product fails to meet specification due to the manufacturing process at a bsc manufacturing site. There is a corrective action in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on an unknown date. According to the complainant, the stent was placed to treat a fistula in the esophagus. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to the procedure. During the procedure, when the physician attempted to deploy the stent, it was unable to be deployed. The tip of the stent broke off from the catheter and fell inside the patient. The stent was removed from the patient. Reportedly, the patient was sent for surgery to repair the fistula but no attempt was made to retrieve the tip and it remains inside the patient. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.